Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. In the previous report the b5 was not updated, the correct b5 should be - the patient has alleged visualization of particles,nasal/throat irritation, clogged nose. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found contamination on the inlet port and inside the blower box.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found e-130 and e-53 on the error log. The manufacturer concludes the contaminates found were consistent with contamination on the inlet port and inside the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.